Event description:
It was reported that noise was observed, which led to inappropriate therapy. Decreased sensing and high capture thresholds were noted. Insulation anomaly was suspected. The lead was explanted and replaced.

Manufacturer narrative:
Internal insulation abrasions were found at 7.6-8.6cm and 12.8-14.7cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was found at 39.4-39.5cm from the distal tip. A fracture of the coil and conductor were found at the same location. This fracture is consistent with the observation from the field.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.